Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported malposition of the suture was not confirmed due to some components not being returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely that interaction with the patient anatomy or friable vessel contributed to the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional redo ablation procedure with an 8.5f sheath. Reportedly, the suture and knot were still inside the suture bearing and attached to the device upon removal of 2 prostyle devices. Upon suture management of a third prostyle, the suture came out of the body. A figure-of-8 stitch was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.